Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found that the patient results on the lis did not match from that obtained on the advia centaur cp instrument. The cse determined that the issue was related to the lis. The cse verified that correct data from the advia centaur cp was transmitted to an alternate lis. The data from cp was not corrupted. It was determined that the lis was not set up properly. The cse verified that the communication was satisfactory once the lis issue was corrected. The cause of mismatch of patient names on patient reports and incorrect test orders was due to the lis not being set up correctly. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The customer of an advia centaur cp instrument contacted a siemens customer care center and stated that the patient names on the patient reports were mismatching on the laboratory information system (lis). Additionally, the test orders for the patient samples did not match the pending orders in the system. The customer stated that they manually processed the samples with incorrect test orders. The customer tried running new samples, however, the advia centaur cp instrument produced a flag "no response from lis query for worklist". The results associated with the incorrect samples were not reported to the physician(s). It is unknown if the correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the mismatch of patient names on patient reports or incorrect test orders.